Manufacturer narrative:
Consumer admits to laying on the heating pad which is an abuse of the product and a violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing).

Event description:
Consumer alleges he received a burn to his back from laying on a heating pad.